Event description:
It was reported by service report that the safety bar was not catching the j hook on the back of the ambulance and the load wheel assembly was cracked. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Safety bar, load wheel assembly.